Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the burned smell was due to thermal damage on the solenoid. A field service engineer replaced the reinstalled the pockets from the other unused station to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system did not communicate and produced burring smell, preventing user from accessing the medications and causing delays. During device inspection, a field service engineer found the melted and deformed solenoid with thermal damage. There was no visible smoke or fire or sparks. There were no adverse events or injuries reported based on this event.